Manufacturer narrative:
This product is not marketed in the us. Word order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that vticmo13.2, -18.00/2.0/083 (sphere/cylinder/axis), intraocular lens tore during loading. It was reported that the lens stuck to the cartridge more than usual and that there was no patient contact. Replacement lens was implanted one week later.

Manufacturer narrative:
Device evaluation: lens was returned in vial, in liquid. Visual inspection found haptic torn. (B)(4).

Manufacturer narrative:
Corrected data: diopter corrected to " -18.00/ 2.0/ 093 " in the initial MDR. Returned to manufacturer date: 14-sep-2018 in the initial MDR. (B)(4).